Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: reportedly the tip of the matrix retaining sleeve is broken. It was reported the instrument was not used more than five times. No further information was provided. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
A manufacturing evaluation was conducted. The report indicates due to an unknown cause, the threaded tip broke. The material of the inner sleeve was confirmed to be within specification as well as the major diameter of the threads. The threaded tip depth and location were unable to be verified due to the damage on the tip. The parts all passed inspection at the time of manufacturing. Device was used for treatment, not diagnosis.

Manufacturer narrative:
This device used for treatment and not diagnosis. A review of synthes device history records for lot 6752160 revealed the locking holding sleeve for matrix, was manufactured by (B)(4), dated 11/21/2011 for 77 parts, was inspected to the synthes incoming final inspection sheet number (B)(4) on 11/28/2011. The product conformed to all requirements. The certificate of compliance is dated 11/17/2011. (B)(4) parts were released to the warehouse on 11/30/2011. No non conformances were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. We have forwarded the instrument to the responsible development engineer for evaluation, here the results: the threaded part is indeed broken off. It is possible that the prime lock thread had not been fully threaded into the bone screw. This in combination of possible mechanical force sideways through soft tissue positioning, pushing may have lead to the damage of the tip. The manufacturing documents were reviewed and no discrepancies to the specifications were found. No product fault could be detected.